Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The fse replaced the common computer controller (ccc). The system was tested and verified as ready for use. Isi received the ccc involved with this complaint. However, failure analysis has not completed their investigation as of the date of this report.

Event description:
It was reported that during a da vinci assisted ventral hernia surgical procedure, the da vinci lights turned yellow. Troubleshooting steps were performed with the intuitive surgical, inc. (Isi) technical support engineer (tse) but the "system connecting, please wait" message would not go away, and the blue fiber cable light indicator was not on. The procedure was converted to another da vinci system. Isi followed up with the customer and obtained the following additional information: the customer confirmed that there was no injury/harm to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The common computer controller (ccc) was returned and evaluated by the failure analysis team, who determined that the issue is a symptom of a bricked unit. Upon visual inspection, no issues were found that would be related to the reported event. On performing bench testing, it was confirmed that unit is bricked. The unit was installed on the known good in-house and tower monitor did not show full display and power button kept flashing blue which attributes to the complaint. As a result of these findings, failure analysis was able to conclude that the tegra module is the root cause of the issue.